Event description:
It was reported that during use the balloon burst/ruptured while inside the patient. The customer stated that the balloon was still attached at one end and no missing latex was noted. There were no patient complications.

Manufacturer narrative:
We received one 120404f embolectomy catheter for examination. Examination of the catheter found the catheter to be broken in half proximal of the catheter tip. The proximal windings were found to have slipped distal on the catheter tip trapping the inflation media inside the balloon. The balloon did not rupture. This condition may occur when the pull force of 1.5 lbs on the inflated balloon (per IFU) has been exceeded. The distal windings appear to be in good condition and there are no missing components. The catheter body was measured and found to be 4mm longer between the catheter tip and the 10cm marker. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.